Event description:
It was reported that the pump was implanted in 1999. In 2001, the patient complained of pain and it was determined that the pump was not flowing. The pump was exchanged the following month without any further complications.